Event description:
It was reported the tip of the cannula of this biopsy needle was noted to be bent during preparation. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the cannula cutting tip was burred and mushroomed away from the cannula. The stylet/cannula was bent approximately 10mm from the handle. The unit exhibited good functioning during cycle testing. This type of damage can occur during test firing if the device needle is not supported per the dfu instructions. However, co's followup indicated this device was most likely not test fired since the bend was noticed immediately following removal of the device from the package. Therefore, co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair...warning: test firing the needle without stabilization may damage the cannula tip...do not leave the needle cocked with the springs under tension until ready to use."